Event description:
On (B)(6) 2012, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the patients abdomen was performed. The imaging showed that the tip of the prongs appeared to extend to the wall of the ivc, and may be embedded within the wall as they extend beyond the lumen. No further patient complications were reported.